Manufacturer narrative:
(B)(4). Concomitant medical products: g7 osseo ti cup sz 50: part # 110010243, lot # 3683775, g7 e poly: part # 3512121, lot # unknown, biolox head 32/+0: part # unknown, lot # 3387707, freedom const head 32/+0: part # unknown, lot # unknown. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that liner failed to seat in the cup and disassociated. The surgeon removed the cup and liner and replaced it with continuum shell and liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the parts shows obvious signs of damage. The liner¿s locking flange that engages with the cup is partially destroyed. The flange encircles the lower portion of the liner and has one third of its diameter sheared off or crushed down due to several impactions per the complaint description. Since the head is still assembled with the liner and the amount of damage to the features of the liner, appropriate dimensional analysis is impossible with a cmm. Per the inspection criteria included in the mhr, some dimensional analysis is possible with calipers. A dimensional analysis was confirming to the specifications. DHR device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.